Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of an f-94 alarm was confirmed in the alarm log. The cause of the reported condition was due to lost configuration. To correct the issue the configuration was reset. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.